Event description:
It was reported that the customer's mother called regarding a motor error. Customer does not use sensor. No significant events leading to the alarm. Insulin pump was not exposed to a strong magnetic field or MRI. Advised customer to revert to back up plan by health provider. Customer's mother stated she does not have a back up plan, no pens. Advised to contact health care provider immediately or go to hospital for customer's safety. The blood glucose reading was 144mg/dl. Nothing forward reported.

Event description:
It was reported that the customer's mother called regarding a motor error. Customer does not use sensor. No significant events leading to the alarm. Insulin pump was not exposed to a strong magnetic field or MRI. Advised customer to revert to back up plan by health provider. Customer's mother stated she does not have a back up plan, no pens. Advised to contact health care provider immediately or go to hospital for customer's safety. The blood glucose reading was 144mg/dl. Nothing forward reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
This information is provided in response to your request dated january 7, 2015 for additional information. Our original medwatch report was submitted missing section b.5. The information has been provided in this report.